Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there was biological material on the device. The first clip was loaded into the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No defects or anomalies were observed with the returned device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper loading and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint was not observed with the returned sample. No defects or anomalies were detected with the device. The reported complaint of "clip fell from applier" was not confirmed based upon the sample received. Upon visual inspection, the first clip was properly loaded into the channel. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional defects were found with the returned device.

Event description:
It was reported that the product was used by the doctor for lap salpingo oophorectomy. The clips not closing correctly and falling off. The doctor used a manual applier to finish the procedure satisfactorily and there was no harm to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800166 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product was used by the doctor for lap salpingo oophorectomy. The clips not closing correctly and falling off. The doctor used a manual applier to finish the procedure satisfactorily and there was no harm to the patient.